Event description:
It was reported that during the implant procedure, high, out of range pacing lead impedance and high capture threshold were observed. The lead was not implanted and was replaced. The patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.